Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 32 unopened and 3 opened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed in the market, there are no units in stock. Received 32 closed units, two open and unused samples (suture is correct, needle attached to the thread and thread not degraded) and one open sample with the thread broken into pieces. The thread has been degraded by hydrolysis along the time. Nevertheless, without the aluminium foil a root cause of this defect cannot be determine. Tightness test to the closed samples received has been performed and the units are tight. All closed units have been opened and the suture is in good conditions, thread is not degraded and attached to the thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, it is considered that this is an isolated incident, the rest of the batch is correct. Final conclusion: taken into account that the results of these samples received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or issue a refund. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect.

Event description:
Country of complaint: singapore. The thread dissolved quickly. There is a multiple medwatch report being filed that is related/similar to this event, please see below: 2916714-2016-00596.